Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using laboratory testing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received discrepant results between the veritor at home test kit and a subsequent lab test. Problem description: ¿this product was not accurate. I went to a lab to be sure my results on this at home test was accurate ( I took 2 tests, and both were different results). The lab gave tests and proved the at home test was incorrect.... I even had them do a rapid, and one sent to the lab to confirm. Both proved this at home kit was incorrect.¿ date of event or issue: 12/18/2021.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ between the bd veritor at home covid-19 test (material # 256094), batch number unknown and ¿a subsequent lab test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Confirmatory testing was performed using laboratory testing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received discrepant results between the veritor at home test kit and a subsequent lab test. Problem description: ¿this product was not accurate. I went to a lab to be sure my results on this at home test was accurate (I took 2 tests, and both were different results). The lab gave tests and proved the at home test was incorrect. I even had them do a rapid, and one sent to the lab to confirm. Both proved this at home kit was incorrect.¿ date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.